Manufacturer narrative:
Corrected data: supplemental MDR #1 erroneously referred to a MDR that does not exist at the time of the report.

Event description:
No known intervention has been reported in relation to the events reported in this initial report.

Event description:
A fax was received from the treating neurologist indicating that the patient wanted the generator removed. The physician indicated that the reason for surgery was for patient comfort and cosmesis. Since the explant is not being taken to preclude a serious injury, no further information regarding the explant will be reported in manufacturing number 1644487-2016-02211.

Event description:
Manufacturing number 1644487-2016-02701 houses the report of explant due to the patient's pain.

Event description:
Information was received indicating that the patient was seeking an explant surgery to remove their vns. Clinic notes that were received indicated that the patient had an increase in seizures above pre-vns levels, and cognitive changes. The cognitive changes include a change in consciousness, and staring and unresponsiveness. The patient then had their device disabled by the physician and their number of seizures reduced, sense of smell increased and the patient became "clearer headed." The physician stated that they believed the vns was broken. When asked for clarification, the physician reached this conclusion because of the patient's clinical symptoms. No diagnostic information was given but patient's settings were. No other relevant information has been received to date and surgery has not occurred to date.